Event description:
The instrument was used during a diagnostic laparoscopy. The surgeon attempted to fire over an ovary and had difficulty getting stapler to fire. Suture ligatures were used to finish the case. There was no consequence to the pt. 11/13/96 1530 surgeon called back and stated he was firing on the ovarian pedicle. When the instrument was fired, it made a "horrible crunching sound" and no staples were discharged. No tissue was cut. This occurred on the first firing of the instrument. Endo-loops were used to complete the case.